Manufacturer narrative:
At this point, no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device master record and the relevant raw material history files indicated no recorded quality problems or rejections related to this incident. If no further information becomes available and in case no corrective/preventive action is indicated, pajunk considers this file as closed. If further information becomes available, a follow-up-report will be filed.

Event description:
(B)(4). Event took place in (B)(6) and has been reported to (B)(4) authorities. Users narrative: "puncture. Nerve spotting. Introduction of the catheter with the guide. He removes the guide and the needle. Decision to remove the catheter and reposition it. Catheter was broken without tension. They have to make a general anesthesia to remove the catheter inside the patient body."